Event description:
It was reported that a merlin.net transmission revealed noise on the atrial lead. The patient would be monitored via merlin.net, no intervention was reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.